Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer. The baseline gender/age characteristics is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a link to better care: the effect of remote monitoring on long-term adverse cardiac events in a propensity score-matched cohort. Portuguese society of cardiology. 2017. 36(3):189-195. Doi: 10.1016/j.repc.2016.08.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a single center study on the effect of remote monitoring on long-term adverse cardiac events for patients with implantable cardioverter defibrillators (icds). Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer. It was reported that inappropriate therapy was observed. Device reprogramming was performed as needed and the devices remain in use. No further patient complications have been reported as a result of this event.